Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a broken flow sensor. There was no harm or injury reported. During discussion with customer biomed, philips field service engineer determined that the flow sensor cable needs replaced.